Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was cracked. Blood glucose was 198 mg/dl. Self test was failed. After self test missing segment was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had cracked reservoir tube lip, no cracked lcd window, cracked case at display window corner noted. (B)(4).